Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 4/11/99. Three weeks later she sought medical treatment for infection at the ear piercing site. Antibiotics were prescribed. Two days later the infection worsened and she was admitted into a medical center for overnight treatment with IV antibiotics.